Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia.

Event description:
Reference number (B)(4) event occurred in colombia. It was reported that the patient faced an infusion set leakage event on (B)(6) 2025. The leakage occurred at the quick release. Blood glucose level was high at the time of the event. Patient took insulin pump to resolve the blood glucose issue. No further information available.